Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock to the patient. Review of device data also noted oversensing of the respiratory sensor signal on the right atrial (ra) channel. A high out of range pacing impedance measurement of greater than 2000 ohms was also observed on the ra channel. The ICD remains implanted and in service and there were no adverse patient effects reported.